Event description:
Literature: saxena a, elijamel ms. Spinal cord stimulation in the first two trimesters of pregnancy and review of the literature. Neuromodulation. 2009; 12(4): 281-283. Summary/reportable event: the article presented a case report of a pt implanted with a spinal cord stimulator (scs). Nine years after implant the pt became pregnant against medical advice. The pt continued to use the scs during the pregnancy. The course of the pregnancy continued with normal development of the fetus. The pt developed severe pain at the side of the abdomen at the junction between the lead and the extension. In the 25th week of gestation the pain became intolerable. In the 28th week of gestation the pt underwent surgery under local anesthesia and hypnosis to surgically cut the extension. The stimulator was switched off. The pt tolerated the procedure well and was discharged from the hospital after 24 hours observation. The pt went on to deliver a normal healthy baby at full term.